Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. During a pulmonary vein isolation (pvi) with single-transseptal-approach, it was noticed that after only switching catheter (pentaray to qdot) once, the valve of the vizigo¿ appeared to be leaking blood and sodium chloride (nacl). Furthermore, when trying to reinsert the pentaray this was rather difficult. The procedure was successfully completed. No adverse patient consequence was reported. The hemostasis valve (gasket) did not dislodge inside the hub nor outside the hub. The brim cap/hub did not become detached from the sheath. There is no picture available. The sheath was being used on the patient. There was no report of air entering the patient¿s body. Blood return was observed, only drops of blood (max. 10-20ml).

Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster, inc. Product analysis lab received the device and observed on 16-may-2023 that the hemostatic valve was placed in its original place and broken in the star section. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve broken was also assessed as MDR reportable. The awareness date is 16-may-2023. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Microscopic analysis showed that the star section was broken. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the damage of the valve. A device history record (DHR) evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the d4. Expiration date and h4. Device manufacture date have been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).